Event description:
It was reported that 168 image files with 0 kb have been detected on the syngo.plaza system. The series cannot be archived. Last reported occurrence was dated (B)(6) 2013. The data was not archived and images are missing in the viewer and pt list thumbnails. No injuries or adverse pt outcome has been attributed to this issue. The reported event occurred in (B)(6).

Manufacturer narrative:
The log files were requested by our factory experts for further investigation. The requested log files no longer exist on the system and the root cause has not yet been determined. The reported issue is under investigation and a supplemental report will be submitted once add'l info has been rec'd. (B)(6). This report was submitted (B)(4) 2013.